Event description:
It was reported, the gastrointestinal videoscope had a clogged nozzle. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the nozzle, the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob is out of the standard value due to wear of the angle wire, the bending section cover had a scratch, the adhesive on the bending section cover had a scratch, water removal ability did not meet the standard value due to clogging of the nozzle, the connecting tube had a dent, scratch and discoloration, the scope connector cover had a scratch, the electrical contact of the endoscope connector had a discolored area, the scope connector had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the scope cover had a scratch, the switch box had a scratch, the suction cylinder was shaved, the forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, and the control unit had discoloration. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/full address: (B)(6). The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation the cause of the foreign material remaining was unable to be specified. The subject events can be detected and prevented by implementation in accordance with the below instructions for use. Instructions, operation manual of gif-1200n, chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual for gif-1200n, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.